Event description:
The k-file broke while using on two pts. Pt#2: customer reports the pt did not swallow the broken file, a rubber dam was in place. The file broke off in the root canal and could not be removed. There are no harmful effects at this time. X-ray was taken to locate the file and confirm it is in the root canal. Pt#1 filed under MFR. Report # 2523190-2013-00069).

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.